Event description:
The reporting facility described and event involving a catheter -(1104bt) malfunction. The catheter pressure functioned for a brief time. It was later noted there was no reading on the monitor. The event required revision. There was no injury to the pt as a result of the event. The pt later expired related to head injuries sustained. The death was not related to the use of the device.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.